Event description:
The following information was received from global pharmacovigilance (gpv) is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient received remedial treatment with injection fortum 1 gram daily and injection reflin 1 gram daily (routes not reported). It was not reported if antibiotic therapy was ongoing. On an unreported date in (B)(6) 2011, the event of peritonitis had resolved. Dianeal therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the cause was no device malfunction or use error identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.